Manufacturer narrative:
Additional information was received on (B)(6) 2016 stating that a patient was involved in this event. There was no impact to the patient. Patient information could not be obtained due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the customer allegation. The manual/mechanical ventilation selector switch was replaced to resolve the issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that the bag/vent switch was not functioning as expected. There was no report of patient involvement.